Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and complex regional pain syndrome type I. The patient reported that she fell about 2 weeks ago, hurt hip and since then was having to charge more frequently. The patient also reported that she noticed adaptive stimulation when she stood up didn¿t feel like it was even on. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had a fall and then noticed the stimulation wasn't working properly. The patient also stated that the ins was not holding a charge that long anymore. The patient had an adjustment but it didn't help and it was noted that the issue was not resolved at the time of the report.